Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/2/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please provide the lot number. Tamcal. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) ryohei mori please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. We regularly contact with sales rep about the device returning. The following information was received: qty to be returned : 2 => 1. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. During a surgical construction of shunt, when a scrub nurse opened the package of j310h, a needle-suture, marked w9140 on the tray, was in the package. Therefore, another package was used. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened foil packet of product code j310 and one labeled winding former with an undispensed needle-suture were received for evaluation. It was noted that the product code and lot number between the foil packet and the labeled winding former were different. The foil packet belongs to product code j310, lot number tamcal, and the labeled winding former belongs to product code w9410, lot number tambkk. The needle/suture combination correspond to product code w9410, lot number tambkk. Based on the information currently available, the wrong and/or mixed packaging components were identified during the investigation of the samples received. This product issue will be addressed through ethicon quality system.